Manufacturer narrative:
The device is available for evaluation; additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that during set-up for a procedure at the user facility, the cordless driver 3 was overheating. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of overheating was confirmed through functional testing, disassembly, and visual inspection. Through visual inspection, the repair technician confirmed the motor hall was saturated and e-box required replacement, which may have contributed to the reported event.

Event description:
It was reported that during set-up for a procedure at the user facility, the cordless driver 3 was overheating. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.